Event description:
On (B)(6) 2010, pt reported that insulin was leaking into the cartridge compartment of his infusion device. Pt estimated about 3/8 of an inch of insulin had spilled into the bottom of the cartridge compartment. Pt stated there was "definitely" enough spilled insulin to pour out of the infusion device. Pt was not where he could remove the cartridge at the time of the call. Advised him on how to clean out the cartridge compartment. Pt will switch to his backup pump. On call back from pt, he stated he thought it was the cartridge that caused the leak in the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.